Manufacturer narrative:
Reporter phone number (B)(6). Date of event is estimated. During processing of this complaint, attempts were made to obtain complete device information.

Event description:
Related manufacturer reference numbers: 1627487-2021-16593, 1627487-2021-16594. It was reported the patient experienced an infection at the back and ipg site. Patient has placed on IV antibiotics and vac therapy. Surgical intervention took place wherein the system was explanted. Infection has resolved.

Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.